Manufacturer narrative:
The lamp head is secured to the spring arm by a retaining segment which is maintained in place by a safety sleeve that is held over the segment with a set screw. The root cause for this incident has been determined as a missing set screw that allowed the safety sleeve to move out of place and the retaining segment to migrate out. The service history of the device was reviewed and revealed no servicing activity performed by trumpf medical that would have any impact on this connection. The account's biomedical staff reassembled the lamp head after the fall and a trumpf medical service technician completed an inspection and functions check of the system the same day. All of the facility's light systems have been evaluated for the same condition and no other issues were identified.

Event description:
As the hospital staff was cleaning the light system, the lamp head of a trumpf medical surgical light separated at the cardanic - spring arm joint then fell. The lamp head dropped a short distance landing directly on an or table top. No one was injured as a result.